Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no vibration on g5 mobile app occurred. Data was received but will not confirm the alleged complaint or determine a probable cause. The complaint confirmation of a no vibration on g5 mobile app could not be determined. A probable cause could not be determined.